Manufacturer narrative:
The device was returned to smiths medical. The product was subject to a leak test after being inflated with air and was confirmed to exhibit a leak originating from the middle of the posterior side of the cuff. The product was subject to a leak test after being inflated with air and was confirmed to exhibit a leak originating from the middle of the posterior side of the cuff. It is not possible to determine the root cause with confidence. DHR: there were no instances of rework, nonconformities, or discrepancies noted that were relevant to the complainant's issue.

Event description:
It was reported that a patient's mother inserted new trach and after one hour, the son stated that the cuff felt deflated. Mother inflated the cuff and after another hour the same issue happened. Mother then took out and tested two new trachs and both of them were not inflating. Mother had not thrown away the old trach that was taken out and reprocessed it to use on son. No patient injury was reported.